Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.

Event description:
A break in the retention dome during traction removal. The indwell time was 122 days. The tube was free-floating within the stoma prior to the removal. Pt with tight abdominal rectus muscle. The dome portion remained in the stoma and has not been removed from the pt. The physician is an experienced device user. The 8 similar incidents occurred in this facility.